Event description:
Procedure type: gastric bypass revision. According to the reporter: during gastric bypass revision surgery the orvil anvil became disengaged and the suture did not release from the tilt portion of the anvil. The eea was fired with the suture still attached. The procedure was converted from laparoscopic to an open procedure. There was no unanticipated tissue loss or tissue damage. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. There was no adverse event reported due to the delay in procedure. No device fragment fell into patient cavity; no device fragment left in patient. No reinforcement material was used. Patient status: good.

Event description:
Follow-up information was received from the reporter who confirmed the revision surgery was an open procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).